Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3093-33, lot# v570355, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# v570355, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2010 (B)(6); product type programmer, patient product ID 3058, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported, the patient stated, she has trouble turning her ins(stimulator) off. The patient stated, she's had several procedures where the ins (stimulator) was left on because, she can't turn it off. The patient asked if she was using her patient programmer to turn the ins off. The patient stated ¿no because she couldn¿t' get a hold of them¿. It was reviewed that the patient programmer was the hand held unit she carries. The patient stated, she did that. The patient didn't recall which buttons she was pressing. The patient was still seeing the lightening bolt on the patient programmer. The patient was advised to call back when she has the patient programmer to walk through the steps on how to turn ins off. The patient will be calling back once she has her patient programmer to troubleshoot to verify what buttons/steps she was taking to turn her ins off. Refer to manufacturer report # 3004209178-2014-11918.